Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the prograsp forceps was removed inadvertently while grasping tissue. The procedure was completing as planned with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting inadvertent removal of the prograsp forceps while grasping tissue, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and reported failure was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys. The complaint regarding inadvertent removal of the prograsp forceps was not confirmed by failure analysis.